Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. There is a similar model available for sale in the united states eg29-i10c-us with a 510k # k190805. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the asia pacific region involving pentax video gastroscope eg29-i10c sn: (B)(4). The user stated that there was moisture in the lens, after repair dust was found in the image of the new cmos. There was no adverse event reported with this complaint. No additional information was provided.